Manufacturer narrative:
(B)(4). One-unit of turnpike was returned to vsi/teleflex for evaluation. Blood particulates were noted on the unit. Tip of the turnpike was damaged and fatigued exposing the liner material. Approximately 0.4 cm of tip material was observed to be missing. Unit was manufactured at tecate. A device history record review was completed. All processes were followed correctly. No nonconformities noted. Case details were reviewed. A patient underwent a procedure in which a turnpike lp was used. Customer stated that the tip of the turnpike broke off. One-unit of turnpike was returned to vsi/teleflex for evaluation. Blood particulates were noted on the unit. Tip of the turnpike was damaged and fatigued exposing the liner material. Approximately 0.4 cm of tip material was observed to be missing. Damages are likely to have occurred during use in the procedure when operated against resistance. Per IFU 107585 rev a, states the following warning and precaution - never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury - do not rotate the catheter more than two (2) consecutive 360 rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury - exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking additional information was requested. A response was received. The turnpike got stuck on the side of a stent. The operator was able to place an additional stent to crush the fractured tip to the wall of the artery. No angiograms were shared. Vessel and anatomical conditions are unknown. Patient recovered and is in good condition. Tip fatigue and separation is likely due to the tip interaction with the side of stent. A manufacturing record review was completed by tecate and no related nonconformances were found. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error.

Event description:
It was reported that: "manager got a message regarding the tip breaking off a turnpike. Tried reaching out to cath lab manager device currently going through the hospital investigation process." Additional information on 07mar2023: during a cardiac catheterization on the (B)(6) 2023, the turnpike tip got stuck on the side of a stent. The operator was able to place an additional stent to crush the fractured tip to the wall of the artery. The patient did recover and is in good condition. The patient's current condition is doing well post procedure.

Event description:
It was reported that: "manager got a message regarding the tip breaking off a turnpike. Tried reaching out to cath lab manager device currently going through the hospital investigation process." Additional information on 07mar2023: during a cardiac catheterization on the (B)(6) 2023, the turnpike tip got stuck on the side of a stent. The operator was able to place an additional stent to crush the fractured tip to the wall of the artery. The patient did recover and is in good condition. The patient's current condition is doing well post procedure.

Manufacturer narrative:
Qn# (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.